Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that even though she had the stimulation off she could "still feel the stimulation sometimes ever since they turned it off it does that on and off". The patient reported that had been happening since (B)(6) 2016. The patient was calling to turn her stimulation back on. The patient stated that she noticed in the patient programmer booklet that safety had not been established for the patient programmer around oxygen tanks. The patient stated she had an oxygen tank. The patient did not want to use the patient programmer to turn stimulation back on because she was afraid because she has oxygen tanks with her. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported they had the device turned off since (B)(6) 2016. The patient noted they feel it most of the time since they are not connected. The patient noted on (B)(6) 2016 the healthcare professional (hcp) adjusted it again. The patient noted she tolerated it for a while. The patient noted at some point they turned it off, but they could still feel it. The patient noted to this day they could still feel it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.